Manufacturer narrative:
Sections d9 and h3 were updated. The customer's meter was returned for investigation. The investigation found a system error message was displayed upon powering up the meter, and the meter was unable to display results because of the message. The alleged problem was reproduced. Residues of an invading fluid (blood/qc/cleaning/disinfection agent) were observed on the meter¿s electronics on the mainboard. The observed contamination/oxidation caused the alleged issue of white spots. This contamination also caused the meter to display the system error message. The investigation determined the issue to be consistent with customer mishandling.

Manufacturer narrative:
The customer's meter was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated there were small white spots on the display of the accu-chek inform ii meter which affected the readability and visibility of the results field of the display. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.